Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were trying to charge the implant, but the controller was not finding the device. Caller said the issue started about a week ago and they kept getting no device found. Agent asked, caller said the green light was on the controller when plugged into the ac power supply, but not when not plugged into recharger. Caller then said they talked to a manufacturing representative (rep) last week, but they was on vacation this week, so they called another rep this morning and was told to call patient services as they might need a replacement. Patient mentioned they think they need a controller battery because wasn't doing what it should, but didn't clarify further. During the call, caller tried to start a recharge session, but reported no device found. Caller entered passive recharge mode and reported 100, then after a few minutes saw middle number 0. Caller moved the cord near the paddle and reported large jump in numbers and said if they hold the cord up, they can get 98. Caller then said the cord was starting to get really hot. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed no device found message, record the two values the number high (00) the number low (00), failed all bench tests and no were visually anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.